Event description:
Caller reported cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for a pump reset and guided the caller through the process, resulting in the successful start of a new sensor session without the error recurring.